Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25 mm pericardial aortic valve, implanted for 2 days, was explanted due to unknown reasons. A 23 mm valve was implanted in replacement. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned for evaluation and the customer report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact and frame expanded. As received, leaflet 3 was in a partially opened position. Open leaflet was able to be pushed back into closed position when probed. Minimum host tissue overgrowth was observed on stent circumference on the outflow aspect. A cut, approximately 5 mm, was observed on leaflet 2 and sewing cloth of sewing ring had cuts around leaflet 1 and 3 on the outflow aspect. Straight and even edges were observed on the cuts. Leaflet 1 and 3 on the outflow aspect was observed to have serrated mechanical damages near commissure 1. Suture holes were visible near all three black stitch markings on the sewing ring. One green suture remained attached at black stitch marking near leaflet 2. Based on the available information, the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm valve, implanted for 2 days, was explanted due to aortic insufficiency. A 23mm valve was implanted in the patient. Per pathology report, the explanted valve had three freely-moveable cusps with no calcifications or vegetations identified. No additional details were provided.

Manufacturer narrative:
Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm valve, implanted for 2 days, was explanted due to severe paravalvular leak. Per obtained medical records, tte demonstrated some rocking of the aortic valve prosthesis with significant paravalvular leak. The patient was brought back to the operating room emergently for redo aortic valve replacement. The 25mm valve was examined and there were no obvious sources of the paravalvular leak. There was a bit of an oval shape to the valve, and it was difficult to tell whether this may have just been from removing it. A 23mm valve was implanted. The patient was transported to the ICU in stable condition. Per the pathology report, the explanted valve had three freely-moveable cusps with no calcifications or vegetations identified. No additional details were provided. The postoperative course was complicated by atrial fibrillation, respiratory failure s/p tracheostomy, and need for ECMO. The patient expressed his wishes to cease all treatment he was made a dnr and was started on comfort care. The patient expired on post-operative day 56.

Event description:
It was reported via the implant patient registry that a 25mm valve, implanted for 2 days, was explanted due to severe paravalvular leak. Per obtained medical records, at initial surgery, the 25mm valve was successfully implanted and tee showed no perivalvular leak. On pod #2, tte demonstrated some rocking of the aortic valve prosthesis with significant paravalvular leak. The patient was brought back to the operating room emergently for redo aortic valve replacement. The 25mm valve was examined and there were no obvious sources of the paravalvular leak. There was a bit of an oval shape to the valve, and it was difficult to tell whether this may have just been from removing it. A 23mm valve was implanted. The patient was transported to the ICU in stable condition. Per the pathology report, the explanted valve had three freely-moveable cusps with no calcifications or vegetations identified. No additional details were provided. The postoperative course was complicated by atrial fibrillation, respiratory failure s/p tracheostomy, and need for ECMO. The patient expressed his wishes to cease all treatment he was made a dnr and was started on comfort care. The patient expired on post-operative day 56.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.